Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test, off no power test and unexpected restart error test. Device received with normal operating currents. No unexpected battery power loss noted. No unexpected restart error noted. Device monitored for several days and no external ram crc error and virtual watch dog alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that their insulin pump was shutting down. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated the insulin pump had unexpected restart alarm. Customer reported they were able to clear the alarm and was able to rewind the pump. Troubleshooting was performed. The insulin pump will be returned for analysis.